Manufacturer narrative:
(B)(6). The devices were discarded and the lot numbers were unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) units of minicap extended life pd transfer sets with twist cap ¿detached (disconnected) from the patient¿s catheter easily during therapy, without any physical contact¿. This was further described as "the twist clamp fell from the titanium adapter". The titanium adapter remained in use. This was identified during use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.